Manufacturer narrative:
The correct awareness date for the previously submitted report relating to this impacted product is november 20, 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Generalized illness code added to accurately reflect patient reporting. H6 health effect clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. An internal corrective action has been created to address the root cause of this late report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction with a 620cc mentor memoryshape breast implant and experienced asymmetry on the left side post-operatively, which required explantation and replacement with a 555cc mentor memoryshape breast implant on (B)(6) 2017. The patient then experienced generalized illness symptoms including joint stiffness, joint pain, skin redness on both cheeks, tight skin, skin rash, dry eyes, dry mouth, and hair loss. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the replacement implant. This report is for the first of two devices.